Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2011, via medical records. On (B)(6) 2010, the patient was seen in the emergency department with complaints of numbness, tingling, and generalized pain, mostly to her extremities. The patient reported her symptoms had been going on many months to a year. The patient reported being hospitalized in (B)(6) 2009, where she was given b12 supplements and was also diagnosed with chronic iron deficiency anemia. Impression during her emergency department visit included paresthesias, nonspecific chest pain, and headaches. On (B)(6) 2009, the patient questioned whether he might have zinc poisoning from his denture adhesive due to complaints of numbness and muscle cramps. The patient's zinc level was 13.6 (normal 9.0 to 14.7 mg/l). On 19 july 2010, the patient was seen by neurology/neurosurgery due to problems with leg pain, numbness sensation, and difficulty walking that had been going on for at least a year. The patient reported being b12 deficient and treated with shots, but continued to complain of shooting pains down her legs and into her hands and difficulty walking. The patient was diagnosed with significant neuromyelopathy. Neurontin was discontinued and lyrica and baclofen were started. On (B)(6) 2010, the patient' coper level was less than 0.10 (normal 0.75 to 1.45 mcg/ml). On (B)(6) 2010, the patient's b12 level was 434 (normal 243 to 894 pg/ml) and copper level was 0.58 (normal 0.75 to 1.45 mcg/ml). Nerve conduction studies (ncs) and an electromyogram was normal. Clinical history included copper deficiency. On (B)(6) 2010, the patient's vitamin b12 level was 557 (normal 243 to 894 pg/ml) and copper level was 0.67 (normal 0.75 to 1.45 mcg/ml).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).